Event description:
It was reported that while in use on a patient, this 980 ventilator generated an inoperative (vent inop) condition. Although the ventilator did not stop ventilation, the patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the pb980 ventilator generated an inoperative (vent inop) condition. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. The sp reviewed the error logs and found relevant background diagnostic error codes. To solve the issue sp replaced the ifm (inspiratory flow module) pcba (printed circuit board assembly). The ventilator passed all functional tests and calibrations per manufacturer specifications at the time of service and was returned to the customer.. One ifm pcba was returned to medtronic for further analysis. The returned ifm pcba was powered up on a test ventilator and it was ob served that the unit¿s accumulator pressure switch (ps1) was opening and closing with the gas supply unable to be regulated. The unit failed with relevant diagnostic coded. Noted incorrect accumulator pressure readings and isolated the fault to the accumulator pressure transducer, ps4. Analysis found if this failure occurred during ventilation, the unit would enter backup ventilation mode. The reported event was confirmed and the analysis determined the ifm pcba was faulty. The cause of the event was isolated to the faulty ifm pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. If information is provided in the future, a supplemental report will be issued.